Event description:
It was reported that a patient underwent an initial implant procedure with the venaseal closure system in the short saphenous vein (ssv) approximately 7 months ago. Only one leg was treated. There were no challenges or deviations related to location of catheter tip prior to initial delivery of adhesive. Post-op, the patient developed a hypersensitivity reaction and persistent abscess along the treated ssv segment, with pus discharge/drainage via the catheter track for approximately 7 months. There was concern for possible retained infected venaseal material within the ssv. The process was described as recurrent. The patient received multiple courses of antibiotics and underwent several incision and drainage procedures, with no sustained resolution, and the issue was reported as still present.

Manufacturer narrative:
B3 <(>&<)> d6a: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.